Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead dislocated from its original position. The lead was repositioned. The condition of the patient was good after the procedure.